Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were observed to be low.there were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of its exhaled tidal volume (vte) levels being low could no longer be duplicated or confirmed. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined. H3 other text : serviced by asp.